Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres, the balloon ruptured. The device was removed without any problems and the procedure was completed with different device. There were no patient injury reported and the patient is in good condition.